Event description:
This report summarizes 5 malfunctions. A review of the events indicated that model mg1522. Biopsy instrument experienced self-activation. These reports were received from various sources. Of the 5 events, 1 did not involve the patient, and 4 involved patients with no reported patient injury. One patient is a 51 year-old female, of 70 kgs. 2 of the other patients are female. The rest of the patient's age, weight, and gender are unknown.

Manufacturer narrative:
H10: for 3 of the 5 reported events, the devices were returned to bd for evaluation. Self activation was unconfirmed and failure to prime was confirmed for 1 device. Self-activation was unconfirmed for another device. 2 devices were not returned to bd for evaluation. For 1 device, the company is still investigating the issue at this time. A root cause has not been determined. The device is labeled for single use. H10: d4 (serial number: (B)(6). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: two of the originally reported 5 malfunctions were reassessed to be just a failure to prime which does not necessitate a complaint for a magnum driver, however, since an MDR has already been submitted via voluntary malfunction summary reporting, the files cannot be voided and will remain reportable as a malfunction. H10: of the three remaining malfunctions, (B)(4) devices were returned to bd for evaluation. Two devices that were returned unconfirmed for self-activation and confirmed for failure to prime, and the root causes are unknown. The third device was confirmed for the reported self activation, and the root cause was determined to be worn screws and springs. Trending device code for naturally worn (2988) was added to this file. The devices are labeled for reuse. H10: d4 (serial number: vtbw0100, 51hz0163), g4 h11: h6(results, conclusion), h8 h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes (B)(4) malfunctions. A review of the events indicated that model mg1522. Biopsy instrument experienced self-activation. These reports were received from various sources. Of the (B)(4) malfunctions, (B)(4) did not involve the patient, and 4 involved patients with no reported patient injury. One patient is a 51 year-old female, of 70 kgs. (B)(4) of the other patients are female. The rest of the patient's age, weight, and gender are unknown.

Manufacturer narrative:
For 3 of the 5 reported events, the devices were returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use. (Serial number: (B)(4)).

Event description:
This report summarizes 5 malfunctions. A review of the events indicated that model mg1522 biopsy instrument experienced self-activation. These reports were received from various sources. Of the 5 events, 1 did not involve the patient, and 4 involved patients with no reported patient injury. One patient is a (B)(6) year old female, of (B)(6). 2 of the other patients are female. The rest of the patient's age, weight, and gender are unknown.